Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2020, after measuring the annulus with b1000 sizer set, the physician selected a 23mm epic supra valve w/flexfit to be implanted in the patient. During the procedure, the physician could not implant the valve because it was too tight. The valve was explanted and exchanged with a 23mm biocor valve and was successfully implanted. Due to the explant and exchange of the device the heart lung bypass time was extended. The patient remained stable throughout the procedure and the patient condition is currently stable.

Manufacturer narrative:
An event of the valve being too tight to fit in the annulus was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
An event of the valve not being able to be implanted because it was "too tight" was reported. Additional information from the field indicated that the annulus was sized with the barrel end of the sizer. The investigation confirmed the valve met dimensional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Since an epic supra valve is meant to be placed supra-annular, the valve is larger than an epic valve of the same size. Because of this, per the IFU artmt 100110484 revision a," to determine the correct supra aortic valve size, use the model b1000 aortic sizers. The aortic sizer is a double-ended tool with a supra valve replica end and an annular sizing end. Use the annular sizing end to determine the size of the annulus. Insert the corresponding supra valve replica end in the supra-annular space to confirm placement and fit of the valve ". The cause of the reported event is consistent with user error, as the "barrel" or annular sizing end was used to size the annulus but the epic supra replica end was not used to confirm the fit of the epic supra valve.

Event description:
On (B)(6) 2020, after measuring the annulus with the barrel end of the b1000 sizer set, the physician selected a 23mm epic supra valve w/flexfit to be implanted in the patient. During the procedure, the physician could not implant the valve because it was too tight. The valve was explanted and exchanged with a 23 mm biocor valve and was successfully implanted. Due to the explant and exchange of the device the heart lung bypass time was extended by 30 minutes.the patient remained stable throughout the procedure and the patient condition is currently stable.